Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal radical surgery, while resecting the rectum, the surgeon was able to press the green button and squeeze the handle but could not fire the device. They replaced the needles to complete the case. No patient injury.